Event description:
The pt received the scs system on (B)(6) 2010. It was reported that the pt describes feeling a "spark" sensation on an intermittent basis. The pt only notices the sensation when stimulation is on. There is no further info available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.